Event description:
Pt presented to eyecare practitioner on (B)(6) 2012 complaining of very sore, burning and irritated left eye. Pt had begun using a replacement contact lens approximately (B)(6) 2012, and started having symptoms (burning and irritation) approximately (B)(6) 2012. Pt cleaned lens without respite. Pt left lens out of eye for 3 days before a corneal abrasion was diagnosed on (B)(6) 2012. Treatment prescribed by eyecare practitioner was to leave lens out of eye for one to two weeks. Prognosis is that injury should heal well and completely. Pt is not yet wearing contact lenses. Pt reported using optifree lens solution for care, and that the solution has been used for some time. The pt removes the lenses daily after about 6 to 8 hours of wear. The lens was returned to the manufacturer with a report of the abrasion on (B)(6) 2012.

Manufacturer narrative:
Evaluation of returned software contact lens involved in incident found a small tear/chip in the edge of the lens that would probably cause irritation. According to the pt report, the lens was used for approximately two weeks before the condition (irritation/burning) became prevalent, indicating the condition of the lens changed after first use (probably torn in handling/cleaning). Lens use was discontinued for several days when cleaning did not eliminate the irritation sensation. The corneal abrasion was diagnosed approximately two weeks after onset of irritation. Based on the size of the defect and the nature of the soft contact lens, it seems unlikely that the corneal abrasion was caused by the contact lens, but the small tear/chip in the edge is the only defect found on the returned product.